Event description:
The guide wire was used with a dilatation catheter and a stent delivery system in a tortuous and moderately calcified lesion. As the guide wire was being retracted, it was noted that the distal end was stationary. The device was retracted slowly and the distal tip started to uncoil. The entire guide wire was able to be removed without separating. No patient effects were reported.